Event description:
It was reported that the motor device had an undetermined malfunction. During in-house engineering evaluation, it was discovered that the device did not rotate. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The device was returned for an undetermined malfunction. Reliability engineering evaluated the device and discovered that the motor device would not rotate. The reported condition was confirmed. The assignable root cause was determined to be normal wear of component parts over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.